Event description:
Customer reported that the insulin pump had an alarm indicating that the drive support cap may be loose. The blood glucose reading was 398 mg/dl and customer treated with manual injection. Customer declined troubleshooting for the alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.